Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the recessed gland is unknown. (B)(4) will capture the scratch marks and cracks found on the luer during product evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation, spiked into an empty 100 ml solution bag (non-baxter product) and with a 6 ml syringe (non-baxter product) attached to the first y site. Visual inspection found a small leak from the clearlink gland when the syringe was removed. Microscopic inspection identified a recessed top clearlink gland. Further visual inspection showed that the clearlink housing had scratch marks and cracks. When the syringe was reattached and depressed flow was observed through the sample. When the syringe was removed, the clearlink gland did not snap back. Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from one of its higher ports. This occurred during priming with levofloxacin solution (non-baxter product). There is no report of patient involvement. Additional information was requested and is not available.